Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the surgeon closed the sternum with 3 pieces of zipfix, tighten and cut with the zipfix applicator but after doing so, 1 piece snapped open. So he had to remove the other 2 pieces and put in 3 new pieces. No patient harm reported, prolongation of surgery approx. 15 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.